Event description:
It was reported that the patient presented to the emergency room (ER) when an alert was triggered for spiking and high right ventricular lead impedance. Oversensing was noted with arm movements and there were non-sustained ventricular tachycardia (vt-ns) episodes with noise present. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.